Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Brightness / blue / red indicator does not display when the power is turned on. Lamp lighting failure. (Not displayed). No error message has appeared (check the log, but there is no error message) operation check is performed, but the phenomenon is not reproduced. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Accidental component failure of the power supply ic (tps767d301-ep) for dsp on the e703 board. If additional information becomes available, a supplemental report will be filed with the new information.